Event description:
Pt reported obtaining back-to-back blood glucose results compared to a professional meter, using her advantage system (meter, strip lot 549432 with expiration date 01/31/2008). Two comparisons on two different days of 184 mg/dl on her meter compared to 30 mg/dl on the professional meter and 122 mg/dl on her meter compared to 39 mg/dl on the professional meter. Pt did not modify therapy based on these results. The pt was treated by the paramedics and on one occasion transported to the hospital where she was admitted for two weeks for a low blood glucose level and heart attack. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect product is the comfort curve strips.